Event description:
Clinician reports that a patient received a dental surgery on (B)(6) 2013 to treat a peri-implant defect with lateral ridge augmentation and vertical/3d ridge augmentation using cortical bone graft, further non-disclosed material and membragel. The clinician reports that on (B)(6) 2013 there was inflammation, purulent drainage, extrusion of membrane and wound breakdown. The patient had pain, bleeding, fistula, abscess, swelling and inflammation at time of the event.

Manufacturer narrative:
Membragel, catalog #070.101 package insert instructions for use state "treatment outcome is dependent on operative technique and patient response. As with any surgical procedure, infection is a risk. Use sterile intra-operative technique. Do not use at infected sites." Membragel, catalog #070.101 package insert instructions for use state "the following complications are common with the surgical intervention with barrier membranes and therefore, may not be totally excluded: soft tissue dehiscence, hematoma, pain, inflammation, increased sensitivity and redness." The manufacturer carried out a review of the batch record documentation and confirms that the product was released according to specification.